Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the (B)(4) stated the device is experiencing a damaged neuro-tip issue. It is unk if the device was being used during surgery. It is unk if pt or user injury was reported. No add'l info provided.